Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a surgical intervention (arthroscopy) due to unexplained pain. No additional details were provided.